Manufacturer narrative:
(B)(4). Sample no longer available. This report of a missing component was not confirmed and the cause was not identified because the sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known, a batch review will be performed. When additional information becomes available a follow-up report will be filed.

Event description:
The care giver (cg) contacted baxter on (B)(6) 2011 regarding a cassette connector line missing the top. The cg stated that on (B)(6) 2011, the home patient (hp) was setting up for therapy and found this cassette was missing the top. The cg stated that the hp did not use the cassette. There was no injury or medical intervention reported. No further information was provided.